Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for qc material and for an unknown number of patient samples. Of the data provided for 11 patient samples, only the sodium result for all 11 and the chloride result for one of the patients were discrepant. Qc results were acceptable prior to the patient samples being run. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory and corrected reports were issued with the repeat results. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found buildup and spillage in the electrode area. He cleaned the ise electrode area and the customer ran calibration, qc, and precision testing with results within specifications.